Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology¿ 99% stenosis, calcification and vessel tortuosity). No results available since no evaluation performed (device or procedural images not provided for review). None (device not returned for evaluation). Conclusions: device failure related to patient condition (lesion morphology ¿ 99% stenosis, calcification and vessel tortuosity). Inherent risk of procedure (stent deformation); unable to confirm complaint (device not returned for evaluation). (B)(4).

Event description:
It was attempted to implant an integrity bare metal stent to a calcified, tortuous lesion with 99% stenosis in the lcx. During att empted positioning, resistance was noted and the device could not cross, the stent was removed and the lesion was then pre-dilated. Upon preparing to reinsert the stent it was noted that there was a string of gauze on a raised strut of the stent. The device was discarded and another integrity stent was deployed successfully. The device had been inspected before use with no issues noted. No patient complications or clinical sequelae reported.